Event description:
There was no cutting action during the procedure. The message said to check handset/piece. It appears to us that the black connector piece that connects into number 12 on the console overview in the manual, only has 3 prongs, instead of 4, as there are 4 holes on the console. I'm not sure if this is a factor, or not.

Manufacturer narrative:
On a follow-up on (b)(6 014 the facility stated that they did not finish the procedure with another tenex health microtip. The procedure was completed using a different method. There were no pt complications due to the unit failure.